Event description:
This customer reported difficulty pacing a patient. There was no report of impact to the involved pt.

Manufacturer narrative:
This customer reported difficulty pacing a pt. There was no report of impact to the involved pt. Philips evaluated the event strips. The event file shows that the users went into demand mode initially, but never pressed the "pacer start" button. They had intermittent leads off/on messages. When the waveform was seen it was of good quality (absent of artifact). The users then selected "fixed mode" pacing 5 additional times. They did not press "pacer start" for any of those 5 attempts. This has been shared with the philips account manager for this customer who will be following up with them. There was no malfunction of the device. We are considering this a user misunderstanding where the users did not press "start" after selecting the pacing mode. (B) (4).